Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. There was no reported adverse impact to customer's blood glucose level. A cartridge change was performed, resolving the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.